Event description:
The manufacturer received a request for preventative maintenance regarding a trilogy 202 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy 202 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code indicating (system failure) was recorded in the device event log therefore, the device's sensor board was replaced to address the issue. In addition, the device failed at test station and an error code indicating (low flow) was recorded in the event log therefore the oxygen blender module board was replaced to address the issue. In addition, the power supply was replaced. The root cause is confirmed at this time. Additionally, during the service of the device, the front enclosure, top plate enclosure, rear enclosure, universal porting block and porting block adaptor were replaced due to physical damage unrelated to the reportable malfunction/issue. The device passed all final testing.